Manufacturer narrative:
Evaluation summary: one ls1520 ligasure device was received, and an evaluation confirmed the reported issue with a detached component. Visual inspection found the purple activation button had detached from the body. No visible damage to the button or weld was present. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. The issue is related to a single device body style that was discontinued in april 2017. No patient injuries have been reported with this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. Is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the button had detached from the handpiece while still within the packaging. There was no patient involvement, and another device was used without issue.